Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: breast cancer, unrelated to the device.

Event description:
Patient reported had breast cancer a few years ago. The right implant was removed in the course of the breast cancer removal. Patient stated recently read the findings of the report from that time and has found out also had "gel bleeding" which the doctor had not told. Patient stated that cancer is suspected again. The device has been explanted.